Event description:
Covidien received information that the patient was placed on another ventilator due to an 840 ventilator malfunctioned. The customer did not specify the type of malfunction. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found error code lb0036 in the memory log. The error code lb0036 indicates that the ventilator detected that the alarm cable voltage reading was out of range. The graphical user interface alarm annunciates notifying the end user when this type of failure occurs. The breath delivery is not affected. Review of the device log indicated that the device continued ventilation while in use on the patient. The cse tested the ventilator and passed all testing. There was no malfunction detected.

Manufacturer narrative:
(B)(4).